Event description:
A peritoneal dialysis (pd) contact called in requesting assistance setting up supplies and stated he had just returned from the hosp. The pd patient's peritoneal dialysis registered nurse (pd rn) stated the patient was elderly and suffered from chronic cardiovascular issues. Per pdrn the patient reported feeling nauseous and sick and was admitted to the hosp on (B)(6) 2015 due to fluid overload, without allegation of device malfunction. Per pdrn the patient had been completing his peritoneal dialysis treatments using his cycler. The nurse stated the patient was discharged on (B)(6) 2015 and resumed continuous cycler -assisted peritoneal dialysis (ccpd) treatments using the cycler without issue. Medical records were requested.

Manufacturer narrative:
Based on the info provided, it is unk how the device may have caused or contributed to the event. The post market surveillance dept has requested medical records. The device was not returned to the MFR for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.